Event description:
It was reported by the user site that during an affirm lateral arm upright biopsy procedure performed with right lateral arm attachment using the eviva standard needle, and atec machine on(B)(6) 2026, multiple samples were taken with the post-fire images initially showed desired positioning; however, the targeted calcifications were not retrieved. The user site reported that subsequent images showed the calcifications remained in the breast. The user reported that targeting adjustments were then repeated and additional sampling attempts to retrieve the calcifications were performed, however, another exposure that was taken displayed that the targeted calcifications were still not retrieved. The user site reported that there was observation of little or no tissue moving through the tube to the tissue filter despite troubleshooting of the saline line, changing saline, rebooting the system, and attempting lavage and aspiration, with tissue movement remaining poor. No further information is currently available.

Manufacturer narrative:
H3 other text: other.